Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown dose/concentration via intrathecal infusion pump for spinal pain. It was reported that the patient lost 50 lbs since they stopped drinking 6 months ago and they think the top of the ¿stitching¿ that holds the pump in place broke at the top and the pump had flipped down. The patient¿s healthcare professional (hcp) was informed about this last month at refill and the hcp stated that it was ¿alright¿. It was stated that the issue was noticed ¿months ago¿. It was stated that the patient had several falls. It was reported that the hcp ¿turned up¿ the pump at a refill appointment. It was reported that the patient would have the pump replaced in a couple of years and it was confirmed they were proactively planning for normal end of service life. No symptoms or further complications were reported.